Event description:
It was reported that heparin was infusing on a pump at 20ml/hr. With the full disposable set, customer had a ¿cartridge jam¿ alarm on three channels. The customer tried shutting the pump off and back on to reset it as well as flushed the current line more with no effect. He then got a new full set out and it worked just fine on the 1st channel that he put it on. Nitro was infusing at 20mcg/min (3mls/hr.) On the current ½ set. After about 10 minutes of infusing he started getting a ¿check patient side¿ alarm. This alarm went off several times. He moved it from channel b to channel c and got the same alarm. He then got a new 60cc syringe out and filled it with the medication making sure to ¿prime¿ the syringe before attaching it to the tubing. This didn¿t work so he got a new set out. He then started getting a ¿check air sensor alarm¿ with the new set of tubing on both channel b and c. He grabbed the other pump put the same set on channel a and it worked just fine for the rest of the transport. I then moved the heparin over to this pump and had no issue with that transition either. The customer stated "no effect at this time" to the patient.

Manufacturer narrative:
Device history: ¿ a review of the device history record showed the device had a manufacture date of 31mar2004; a device manufacture history record review is not required for product manufactured prior to the release of sap version 4.7. ¿ a review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that cartridge jam alarm had occurred on three channels was not determined because no product or device logs were returned. The reported issue that there was cartridge jam alarm on three channels, and other alarm events could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that heparin was infusing on a pump at 20ml/hr. With the full disposable set, customer had a ¿cartridge jam¿ alarm on three channels. The customer tried shutting the pump off and back on to reset it as well as flushed the current line more with no effect. He then got a new full set out and it worked just fine on the 1st channel that he put it on. Nitro was infusing at 20mcg/min (3mls/hr.) On the current ½ set. After about 10 minutes of infusing he started getting a ¿check patient side¿ alarm. This alarm went off several times. He moved it from channel b to channel c and got the same alarm. He then got a new 60cc syringe out and filled it with the medication making sure to ¿prime¿ the syringe before attaching it to the tubing. This didn't work so he got a new set out. He then started getting a ¿check air sensor alarm¿ with the new set of tubing on both channel b and c. He grabbed the other pump put the same set on channel a and it worked just fine for the rest of the transport. I then moved the heparin over to this pump and had no issue with that transition either. The customer stated "no effect at this time" to the patient.